Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was initially reported that the customer noticed the intraocular lens (iol) was scratched once in the patient's eye. The iol was removed and replaced with a new one. No injury to the patient. Reportedly, loading forceps believed to have caused scratch when inserting into the patient's eye. In follow-up, it was reported that the surgeon noticed a scratch on the lens; the lens was fully inserted into the patient's eye and removed during the same procedure. There were no incision enlargement or vitrectomy performed, capsule tear, and no suture used. No patient injury reported and the patient is doing well.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation. Visual inspection of the return sample showed that one of the haptic was received in folding position. The lens was visually inspected under a microscope. Loose particles/fibers were observed in the optic body were observed. Also, residues of lubricant such as ophthalmic viscoelastics (ovds) were observed in the lens body. The lens condition is consistent of a lens that was being handled for surgical use and/or removal from the patient¿s eye. The anterior and posterior of the lens were visually examined and revealed no scratches. Therefore, the reported complaint of lens scratched is unconfirmed. A review of the directions for use (dfu) was conducted. The dfu adequately provides instructions for the proper use and handling of the device. The dfu also states the following: ¿ examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for defects prior to implanting. The manufacturing record review was performed. The units were released in compliance with the product intended use as required. Based on the manufacturing records the device was manufactured according to the product specification. All pertinent information available to abbott medical optics has been submitted.